Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. New pe (pulmonary embolism) as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt (deep vein thrombosis), ivc (inferior vena cava) stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported patient death is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013." Additional information received 27sep2019: patient allegedly received an implant via the common femoral vein. The patient allegedly experienced pulmonary embolism (pe) and thrombosis before expiring. Per a certificate of death received for the patient, the patient expired due to pulmonary embolism. (B)(6) 2013, implant report: "under ultrasound guidance, the common femoral vein was successfully cannulated and a 4 french micropuncture dilator was placed and a venacavogram was performed. There is no evidence of intracaval thrombus." "The filter was deployed without difficulty in the infrarenal ivc. "(B)(6) 2017, report from x-ray: "ivc filter present." Patient outcome: alledged: "death, pe and thrombosis." Death certificate: "cause of death - part 1: pulmonary embolism. Other significant conditions - part ii: intra abdominal bleeding, coronary artery disease, diabetes."